Manufacturer narrative:
A philips field service engineer went onsite and performed self-test to check the device. The speaker fault error was confirmed, and it was confirmed that the device was completely out of sound. The speaker was replaced to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that an error message was displayed indicating the speaker was faulty. The device was not in use on a patient at the time of event, there was no adverse event reported.